Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. The device reached end of service life and can not be repaired. The customer was advised to remove the device from service. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involved in the reported event.